Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the camera would not appear in the ndi toolbox utility. The camera was found to be the cause of the initial issue and needed to be replaced. Upon replacing the camera, the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was being installed as a demonstration system. It was reported that there was a camera communication problem. The network port on the back of the camera was blinking green. The distributor checked the network connections between the power over ethernet (poe) and router and these were okay. The distributor bypassed the spring arm cable and connected the camera directly to the mast, butthe issue persisted. The distributor bypassed the mast cable by connecting the camera to the poe output directly, but the issue persisted. It was reported that the camera did not appear in the software interface toolbox utility and that the green led light on the front of the camera flashed once when the system was booting, but then went away. The led on the camera¿s ethernet port continued to blink green. The poe injector led remained green. There was no patient present when this issue was identified.